Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. The physician does not believe the device caused or contributed to the incontinence but replaced the device due to the age of the device. A surgical procedure was performed to remove and replace the aus. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted